Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. Customer received unspecified higher sensor scan results compared to unspecified readings obtained on the competitor brand meter and experienced dizziness, sweatiness, and difficulty swallowing. Customer was unable to self-treat and required treatment of coca-cola, juice, and biscuits as well as a glucagon injection by their spouse. No further treatment was reported. There was no report of death or permanent impairment associated with this event.